Manufacturer narrative:
The investigation determined that there were no device malfunctions. Production records indicated that guide manufacture occurred per established processes. The returned guide's trajectory aligned with the treatment plan per anatomage's standard tolerance. During fabrication, the cbct scan contained crowns which were obscured and a full guide registration could not be obtained successfully. The anatomage technician subsequently pursued registration of a partial guide which was appropriate per procedure. Notification was sent to the doctor to confirm that a partial guide was appropriate and fabrication continued per procedure. However, some potential factors were identified which may have contributed to the incident. The reference chart indicated that the guide may require a tissue punch at the implant site to seat properly. However, the complaint intake information stated that there was no tissue punch performed. Although the complaint description said that the guide seated well, minor seating discrepancies could have been difficult to detect due to the smaller size of the partial guide.therefore, as the cbct scan necessitated a partial guide which is less stable than a full guide and a tissue punch was not performed to ensure proper seating, the trajectory could have deviated from the treatment plan during surgery.

Event description:
The doctor seated the guide and performed osteotomies. She took a CT scan prior to implant placement and determined that it was more buccal than planned. This deviation resulted in the doctor executing a tissue flap and graft of the affected buccal site. She placed the implant after grafting.